Event description:
Patient had second stage revision of infected reverse shoulder replacement on (B)(6)2022. Infected implants which were removed were from a different medical device company. 2 days post operatively this patient¿s shoulder implant dislocated. He was brought back to theatre and a closed reduction was attempted, in theatre the reduction was successful, however the following day his shoulder was dislocated again. Noted on the x-ray was a bone fragment from the greater tuberosity which was identified as a possible cause of impingement and subsequent dislocation. Brought him back to theatre, reduced the fragment and reassessed the rom, found that this resolved the dislocation issue. My suggestion was to address one thing at a time to eliminate possible issues in a methodical manner, I advised them to just change the poly before changing the epiphysis from a 145 deg to a 155 deg. The decision was made to remove the 42 +6 poly and trial a +9 spacer with a 42 +3 poly. This increased tension and also added some offset to further lower the risk of impingement. This was the final decision no further implant change required. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Unknown shoulder.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.